Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for broken cannula hub was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode broken cannula hub. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd vacutainer® flashback blood collection needle the cannula was discovered to be broken. The following information was provided by the initial reporter, translated from chinese to english: stage: unpacking defect: open the outer package and find that the needle is broken quantity: 1 piece.

Event description:
It was reported that prior to use with bd vacutainer® flashback blood collection needle the cannula was discovered to be broken. The following information was provided by the initial reporter, translated from chinese to english: stage: unpacking defect: open the outer package and find that the needle is broken quantity: 1 piece.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.